Event description:
The user facility reported that an employee was removing a load from the sterilizer using a evolution transfer carriage and the employee did not see if the front wheels were properly locked in place and the rack tipped forward. No injuries were reported.

Manufacturer narrative:
The transfer carriage was removed from service for evaluation. Evaluation results indicated the carriage sustained damage due to the reported event of the carriage tipping forward. The user facility received a new transfer carriage which was placed into service. No additional issues have been reported.

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.